Event description:
According to the reporter, the second dialysis session using the same catheter was performed on (B)(6) 2025, with a planned duration of four hours. During the third hour of dialysis, blood flow deteriorated, triggering repeated machine alarms. Despite multiple adjustments to optimize catheter position and blood flow, the conditions for effective hemodialysis were not met. There was nothing unusual observed on the device prior to use. There were no other products being utilized with the device. There was no excessive force used on the device. Tego was not utilized. Aside from the reported issue, there were other visible defects/damages found on the product at the time of the event. The session was terminated prematurely as a remedial action. The treatment was not completed. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.